Event description:
It was reported that during a pt related event, the device would not detect the pt when attached and would give a "connect electrodes" prompt. The end user then attempted to connect the pt with a second set of electrodes with the same result. A second device was made available approx 6-7 minutes later and continued pt care. The outcome of the pt was not reported and it is unk if the pt suffered any adverse effect from result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.